Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found that the surgeon side console (ssc) left eye monitor was faulty and needed to be replaced. The customer refused to repair the left eye monitor. The system was tested and verified as not ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer lost video in the left eye of the high-resolution stereo viewer (hrsv). There was no error reported and the screen had no backlight. The customer hard power cycled the system, changed the blue fiber port, and removed the external monitor but there was no change. The customer stated that the vision side cart (vsc) left eye was working normally. The technical service engineer (tse) guided the customer to adjust the hrsv but there was no change after adjusting. The surgeon converted the procedure to laparoscopy to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no additional ports placed and no increase to existing ports as a result of the conversion to laparoscopic surgery. There was no injury to the patient.